Event description:
After exchange to a long sidearm sheath and placement of a short sidearm sheath in the right femoral vein percutaneously using the seldinger technique, the guiding catheter was advanced and positioned in the ostium of the right coronary artery. The proximal lesion was wired without difficulty, however, the extra support wire was unable to traverse the highly tortuous lesion in the distal right coronary artery at the bifurcation. The hi-torque floppy wire was then attempted and was unable to traverse the lesion. A balance wire was then brought down as the second wire and ultimately, with the aid of the balloon which was used to dilate the proximal in-stent restenosis at up to 12 atmospheres with significant improvement in this lesion from 99%-to-approximately 30%. There was stabilization of the heart rhythm with no further episodes of heart block, although atropine had also been administered as noted. The balloon and balance wire were utilized to cross the bifurcation lesion in the distal right coronary artery and this region was then dilated up to 4 atmospheres of pressure. With further dilatation downstream in the posterior left ventricular connecting segment which appeared to have a possible eccentric plaque which was very discrete at 50% which may have been disrupted during the crossin process with the tip of the balloon catheter. Thus, this region was further dilated on two occasions up to 4 atmospheres of pressure with a 10% residual narrowing achieved. The bifurcation lesion in the distal right coronary artery was dilated up to 5 atmospheres of pressure with 0% residual narrowing, there was persistence of 99%-to-100% stenosis in the ostium of the posterior descending branch which displayed slow competitive filling in antegrade fashion as well as competition from collaterals from the left anterior descending coronary artery. After the final dilatation in the posterior bifurcation, the 3.0 mm nc bandit balloon catheter failed to deflate and after approx. 10 separate attemtps at different aspiration techniques of re-inflation/aspiration conbinations including the use of large syringes, rotating the shaft of the diluting catheter and ultimately, using another injector with an empty syringe for high pressure aspiration of the balloon was the balloon able to be successfully deflated to the point that it could be safely removed back through the proximal segment of the right coronary artery. Following this, there was excellent appearance of the two distal lesions. However, the in-stent region persisted in showing a hazy 30% narrowing. A 3.25 balloon was selected, adcanced into the lesion and dilated, however, in the course of increasing to high pressure between 12-14 atmospheres, there developed a pinhole leak in the balloon which created a dissecting extravasation of dye into the vessel wall of the stented wall of the proximal segment of the right coronary artery which propagated retrograde toward the conus branch origin.